Event description:
The facility reported a colleague infusion pump which had fluid spilled on its pumphead module, likely causing an electrical short circuit and making the pump inoperable. This event occurred during patient use in the facility's emergency room and may have interrupted an infusion. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the patient has expired after an implant duration of approximately 7 days. The cause of death was not reported. It is unknown if the death was device related. No further details were reported.

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Event description:
Caller reports being unable to obtain a result on the aviva system due to an error on the device. Caller believes customer may have had low blood glucose symptoms at the time an attempt was made to use the device. At 2 hours later, customer went to a routine physician's appointment and tested 68 mg/dl on professional device. Customer was admitted to the hospital due to low blood pressure, and was treated with two tubes of oral glucose after testing 68 mg/dl. Customer was released from the hospital two days later. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump which was inoperable due to an electrical short circuit stemming from fluid being spilled on the device was confirmed during product evaluation. This condition was caused by fluid ingress as evidenced by dried fluid found on the user interface module (uim) printed circuit board (pcb), in the pumphead module (phm) housing, and on the uim/phm signal harness connector. The uim pcb, phm, and uim/phm signal harness were replaced to correct the reported condition. This device is a remediated colleague pump with a user interface module software version of (B)(4). Should additional information be received, a follow-up medwatch will be submitted.